Manufacturer narrative:
(B)(4).

Event description:
Acdf from c4 to c7 using a 3 level aranax plate was performed on (B)(6) 2016; the screwdriver tip was broken off inside the head of a screw and could not be retrieved, a screw allegedly passed through the plate and had to be replaced with a rescue screw, the arm on the plate's locking mechanism was damaged and then bent back in front of the screw by the surgeon. Also, the surgeon is alleging that the plate templates are off in size once curved. The surgeon also experienced issues with the plate bender allegedly bending off center, and the surgeon was displeased with the two to a package design of packaging for screws due to using only one rescue screw and then wasting a screw.

Manufacturer narrative:
This is a second follow-up MDR to 3005031160-2016-00067 submitted on 06/06/2016. This follow-up report is intended to replace md 3005031160-2016-00074-2, which was incorrectly submitted as a follow-up report to 3005031160-2016-00067.

Event description:
Revision surgery performed on (B)(6) 2016 due to an alleged screw backout, two screws were returned.

Manufacturer narrative:
This is a follow-up MDR to 3005031160-2016-00067 submitted 06/06/2016. This follow-up report is intended to replace MDR 3005031160-2016-00071 which was incorrectly submitted as a follow-up report to 3005031160-2016-0067.